Manufacturer narrative:
It was reported there was moisture on the tope of the syringe. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification and no defects or imperfections were observed. A device history record review was completed for provided material number 309653, lots 2362081 and 2362096. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: complaint category: sterility compromised / seal integrity reportable: no. Incident date: (B)(6) 2023. Hospital complaint reference #: sims event #: (B)(4). Details of complaint (reported issue): moisture evident on top of the syringe (plunger end). The syringe was not used, same lot number syringes also removed. Please see attached complaint noticed: prior to use problem frequency: a few times. Customer exposure: patient injury: no. Has health canada been informed? Unknown qty affected: 1 bx. Samples available? No. Is customer requesting an rga?: no. Return qty: